Event description:
N/a.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Valid scientific evidence supports no valve-related cause for endocarditis where implant time exceeds two months. Additional information was received that the reason for replacement was endocarditis caused by a tooth abscess, leading to moderate mitral regurgitation. It was also reported that the patient had multiple cerebral vascular accidents (cvas) prior to the replacement. No additional adverse patient effects were reported. B7: relevant history added h6: coding corrected medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 adaptor. The radial artery harvest was progressing with no incident until the harvester switched over to the hpii and began to cut the arm fascia. The first few cuts occurred without incident, with the appropriate usage times and pause to allow for cooling down. The automatic shut off was not activated at all. Patient was younger with very thick fascia that required some additional pressure when cutting. They noticed that there seemed to be a strange occurrence in the tunnel and it looked like a small slice of the transparent jaw had "peeled off". Further inspection of the jaws afterward showed the plastic is absent from the back of one of the jaws near the crux. Opened another kit and replaced the hpii and the extension cable and proceeded with the case. At this point, they were still attempting the fasciotomy. They were able to see the hpii device smoke and produce a charred area, but the fascia would not cut. They attempted only fat and only muscle and those would both seal and cut, but the fascia would not divide. They used a twisting motion to apply extra tension in order to cut. Also observed a point where the jaws did not appear closed but were burning tissue. A third kit was opened and the hpii used to attempt to cut the fascia and still not progression. There was still smoke and char, but no cut and the case could not progress to the next step. The erah was aborted and the harvester took the radial in an open fashion.